Event description:
It was reported that there was an issue with adjusting the charging cord for the pump to charge. There was no adverse impact to the customer¿s blood glucose level. The customer declined a callback from technical support, and no additional information was received.